Manufacturer narrative:
(B)(4). Unit received with all operating currents within spec and passed functional testing including the rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test, self test, unexpected restart error test and displacement test. Pump passed the delivery accuracy test. Unit received with cracked case at the display window corners and display window. Unit received with minor scratched display window and case. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
The customer reported via phone call that they were hospitalized on (B)(6) 2017 at 8:00 pm due to a high blood glucose level of 877 mg/dl. The customer indicated symptoms related to high blood glucose such as nausea and vomiting. Customer was treated with insulin drop and manual injection. The customer was wearing the insulin pump at the time of admission. Troubleshooting was completed but declined performing high pressure test and would like a device replacement. The insulin pump will be returned for analysis.